Event description:
On (B)(6), 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displays the apply sample message. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue began on the morning of (B)(6), 2010 (time not specified). According to the csr's documentation, the patient manages his diabetes with insulin (no adjustments); however, the reporter denied the patient took any action in response to the alleged meter issue, and consequently the patient reportedly developed a symptom of shakiness thirty minutes later. The reporter, however, denied the patient received medical intervention as a result of the alleged meter issue. At the time of troubleshooting, the csr confirmed the patient was using the proper testing technique and was using the correct test strips. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the patient was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Complainant alleged that after injecting a dose of epinephrine and then analyzing the heart rhythm of a (B)(6) female pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable and the device prompted to change the batteries. Complainant indicated that the pt subsequently expired, however, it is unk if this is a result of the reported malfunction.